Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, organic silicon or protein was detected from the white foreign matter, so it is presumed that it was mixed with substances such as antifoaming agents and body fluids derived from the human body. Since rust was detected from the brown foreign matter, we presume that it was caused by corrosion of metal parts such as air and water nozzles. It was confirmed that there was no deformation of the air/water nozzle. The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. It was unknown if there was no delay to start of pre-cleaning and if the air/water nozzle was flushed with air and water. It was also unknown if there were any problems with accessories used for reprocessing, if the air/water nozzle was brushed with a gauze, brush, or sponge and if air/water nozzle was flushed with detergent. The device was returned and customer allegation was not confirmed. There were few additional findings. Connecting tube had a dent. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Light guide lens and objective lens had discoloration. Forceps channel port and suction cylinder was shaved. Scratches were found throughout the device. Control unit had discoloration. Due to dirt on objective lens, there was a lack of image on the monitor. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited buckling at the distal end. It was also reported that there was poor water supply from the air/water system of the scope. It was unknown when the event occurred. The intended procedure was completed without any delay. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.